Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -16.50/+1.5/092 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5- "the lens was replaced with a same model/ length lens and the problem was resolved" should be corrected to "the lens was replaced with a different model/ same length lens and the problem was resolved." Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- "the reporter indicated the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens of diopter -16.50/1.5/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to a low vault. On (B)(6) 2022 the lens was exchanged with a different model/ same length lens and the problem was not resolved. The cause of the event was unknown. " claim# (B)(4).